Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the tube was leaking around the bag, that was filled with sterile water. There was a consistent drip every couple of seconds. A puddle of sterile water was found on the floor, after the bag had been hanging a couple of hours. The customer further stated that leaking was started at the bottom of bag, where the bag comes already pre-connected to tubing. There was no patient harm reported.